Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not cooling. A check of the diagnostics showed that the mixing pump had failed. Per review of wo on (B)(6) 2022, there was no patient involvement. Per additional information received via email on (B)(6) 2022, the device was not dropping the water temperature to cool patients. However, biomed stated that they did not think it was warming as it should. Biomed had the device in manual control set at 42c in 30 min, water temperature not warming above 21c. Also stated that they attached short loops, and the temperature was climbing. Biomed thought that they have fixed earlier would not heat issue now it would not be cool. A check of the diagnostics showed that the mixing pump had failed. Per sample evaluation results received on 14dec2022, it was reported that the root cause of the reported issue was a failed mixing pump. During decontamination, it was confirmed that the unit was not cooling properly. It was stated that the arctic sun device was primed to fill. It was noted that double bend tubes were found expanded during servicing. It was also noted that the heater, circulation pump, and double bend tube were replaced.

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. A check of the diagnostics showed that the mixing pump had failed. Per review of wo on 25oct2022, there was no patient involvement. Per additional information received via email on 31oct2022, the device was not dropping the water temperature to cool patients. However, biomed stated that they did not think it was warming as it should. Biomed had the device in manual control set at 42c in 30 min, water temperature not warming above 21c. Also stated that they attached short loops, and the temperature was climbing. Biomed thought that they have fixed earlier would not heat issue now it would not be cool. A check of the diagnostics showed that the mixing pump had failed. Per sample evaluation results received on 14dec2022, it was reported that the root cause of the reported issue was a failed mixing pump. During decontamination, it was confirmed that the unit was not cooling properly. It was stated that the arctic sun device was primed to fill. It was noted that double bend tubes were found expanded during servicing. It was also noted that the heater, circulation pump, and double bend tube were replaced.